Manufacturer narrative:
MDR . / device 29 of 30. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. FDA registration number reporting site: 1049092 manufacturing site: 3005778470.

Event description:
End user reports the notch on the catheter funnel is not aligned to the coude tip. Reports it looks like there is a 30-degree misalignment. End user reports all the catheters in the box were affected. There was no harm reported. No additional information was provided.